Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2013-05450. It was reported the patient had been experiencing rib stimulation. X-rays revealed lead migration. As a result, the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the patient's ipg. Surgical intervention resolved the patient's issue. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.